Event description:
A patient was brought to CT for ruling out pulmonary emboli exam. 20g IV in right anticubital flushed with 10 ml of normal saline prior to initiation of the contrast infusion, flushed easily by hand. Injection of IV dye, 150 ml was initiated at 4 ml/sec with maximum psi set at 200. It appeared to be working fine, no pressure alerts on injector screen and patient had no complaints. A popping noise was heard, and the patient jerked their face sideways. Technician immediately responded to check patient, and found patient to be soaked with IV contrast fluid. The IV tubing was found to be split. Tubing was retained by radiology manager.